Manufacturer narrative:
(B)(4). Damaged one piece sled, damaged drivers, damaged cartridge. The analysis found that one device was returned in good visual condition and with two cartridge reloads present. Reload (b) was received with the right side fully fired, the left side outter row fully fired and the two inner rows partially fired. In addition the reload was disassembled to verify the condition of the internal components and cartridge body, one piece sled and some drivers were damaged. Reload (c) was received fully fired and in good visual condition. As additional testing, the device was tested for functionality in the straight position with a test cartridge and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The batch record was reviewed and no anomalies were noted during the manufacturing process

Event description:
It was reported by the sales representative that during in a sleeve gastrectomy procedure after the fourth firing on the stomach with a gold reload when the surgeon observed the staple line it was incomplete. There were three rows on the pouch side that had opened up and a hole was visible. There was bleeding at the site and the surgeon sutured the area to stop the bleeding; the specimen side of the staple line was complete. The surgeon then performed a leak test. They proceeded with the surgery using a second like device. There was no patient consequence reported. The device and the reload are returning for analysis. On what tissue type was the device used? Stomach. At what location on the tissue? Was the device fired on tissue that had been radiated or has the patient been taking systemic steroids? Asku. On which firing(s) did this event occur (1st, 2nd, 12th, etc)? 2nd. What color cartridge was being used? Gold. What other color cartridges were used before and after this event? Green. Was buttressing material utilized? No. If so, which product? Was the instrument fired across or near an existing staple line or clip? Yes. Were any unexpected noises heard? No. If so, when? Were any of the forces higher or lower than expected (closing, firing, or opening)? No. After use, did each of the triggers and buttons automatically return to their original (pre-fired) positions, without intervention? Yes. Was there any difficulty removing the device from the tissue? No. Is there any other additional information you would like to share about this device or procedure? Please inspect the reload.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent. Additional information requested and received: on what tissue type was the device used? Stomach. At what location on the tissue? Was the device fired on tissue that had been radiated or has the patient been taking systemic steroids? Asku. On which firing(s) did this event occur (1st, 2nd, 12th, etc)? 2nd. What color cartridge was being used? Gold. What other color cartridges were used before and after this event? Green. Was buttressing material utilized? No. Was the instrument fired across or near an existing staple line or clip? Yes. Were any unexpected noises heard? No. Were any of the forces higher or lower than expected (closing, firing, or opening)? No. After use, did each of the triggers and buttons automatically return to their original (pre-fired) positions, without intervention? Yes. Was there any difficulty removing the device from the tissue? No.